Manufacturer narrative:
Concomitant medical products: 5071-53, lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing of possible electromagnetic interference was seen on the atrial channel during stored episodes. The cardiac resynchronization therapy pacemaker (crt-p) remains in use. No patient complications have been reported as a result of this event.